Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip head and liner were swapped to a mdm head and liner. This was reported as revision of primary and was revised due to pain. The surgeon thought that the patient's femur bone was impinging on the acetabulum. Patient's initial op date was (B)(6) 2015.